Event description:
Did not have a string- tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon did not have a string. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Did not have a string- tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon did not have a string. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Did not have a string- tampon [device physical property issue] . Cause was traced to manufacturing [manufacturing issue] . Case narrative: consumer reported via email that the tampon did not have a string. No injury was reported.